Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from medwatch report number: (B)(4). The service center received additional from a medwatch which states the patient¿s previous procedure was a cystoscopy for bladder clot evacuation and fulguration of bleeder at the upper bladder neck. A 24-french olympus resectoscope sheath with a 30 degree telescope in a visual obdurate was passed per the long urethra into the erosive fossa and bladder where careful pan endoscopy was carried out. There were multiple blood clots noted in the prostate fossa and filled up the large bladder lumen with clot tamponade. With the tip of the resectoscope sheaths in the bladder lumen, the working element was removed, as the soft tip 16 french suction tube was connected to the neptune suction machine, and intermittent suction was upright through the resectoscope sheath to disintegrate and evacuate the blood clots.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The cause of the reported event could not be determined at this time. However, based on similar reported events, the most probable cause of the reported event could be attributed to user handling. The instruction manual provides warning which states that " impact, fall, shock or similar stress can damage the ceramic insulation at the sheath's distal end and that the instrument must not be used if damaged since otherwise this can cause injuries to the patient and/or user. " in addition, the OEM performed a manufacturing and quality control review for the affected lot number without showing any non-conformities or deviations regarding the related issue. Olympus will continue to investigate this complaint to obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a cystoscopy procedure, the doctor located and removed a broken portion of the inner sheath. Reportedly, the device fragment remained in the patient after undergoing a transurethral resection of the prostate (turp) on (B)(6) 2018 or (B)(6) 2018. The doctor was unsure if the patient sustained any injury; however, reported that the patient could¿ve experienced some bleeding. The intended procedure was completed. No further information was provided.